Event description:
It was reported that during follow up in the clinic, premature discharge of battery was noted on the patient's insertable cardiac monitor (icm). No changes or interventions were performed. The patient's condition remained stable.